Event description:
It was reported that the user experienced hyperglycemia while using the ilet and suspected an insertion issue into possible scar tissue, although the infusion set was intact with no visible leakage; the user then performed a supply change and subsequently experienced hypoglycemia, overtreated with oral glucose, and had recurrent lows before stabilizing. Symptoms included high and low blood glucose. Outcomes included transient disruption of glycemic control without hospitalization. Investigation included troubleshooting and education on small corrective doses and standard low glucose safety steps. Investigation of this case revealed no device malfunction or component failure identified, with cause of the hyperglycemia and subsequent hypoglycemia unclear and user factors related to site selection and overtreatment contributing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.